Manufacturer narrative:
A work order was completed in the field and failed "imaging modalities" in both 2d and 3d. Both of the din rail fuses were blown. The field service engineer replaced both din rail fuses and performed a system checkout. The failures were resolved and the system was operational. Other relevant device(s) are: kit svc o2 bi71000522 2fuse 15a 250vfast. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information about an imaging system used outside of procedure. It was reported that the system's mobile viewing station (mvs) was not booting up. Pressing the power button did not seem to power it up at all. There was no patient present at the time of the event.